Event description:
It was reported that during post ivus the catheter became stuck on a stent placed at right coronary artery (rca) #1-2. The physician was able to successfully remove the catheter outside the body as a single unit. Upon removal, the physician reported that all portions of the catheter were accounted for however, damage to the guidewire exit port was observed. There was no migration or deformation of the stent due to this incident and no add'l intervention was required. No pt injury or adverse events were reported. The pt was released from the hospital according to the original treatment plan.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this same issue within this lot. The ivus catheter was returned to volcano corporation for eval. A visual inspection of the returned device was performed and all parts were found to be present and intact. The ivus catheter had a slight tear at the distal end of the monorail section; however, there was no damage observed to the guidewire exit port. The device was tested for functionality and passed. A control 0.014" guidewire was used to test for any obstruction within the catheter monorail. The guidewire was threaded through the distal end of the catheter and out the exit port without any resistance being encountered. The IFU warning for this device states "in instance where the device has crossed a deployed stent, care should be taken when retracting the device to ensure that entanglement does not occur. Fluoroscopy should be used to monitor guidewire position with the respect to the imaging catheter and the stent; at no time should the imaging catheter be retracted if there is evidence of guidewire prolapse or if significant resistance to withdrawal is experienced. If either of these events occur, advance the imaging catheter distal of the stent and then carefully remove the whole system under the guidance of fluoroscopy." The physician followed the IFU and successfully removed the catheter. No pt injury or adverse event occurred due to this incident. No further action required.